Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the supply bag had become disconnected from the patient line, and had resulted in a leak. The cause of the disconnection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the supply bag disconnected from the patient line of a homechoice cassette and leaked. This event occurred during dwell three of four while the patient was connected. The technical service representative (tsr) assisted the patient in ending therapy. The patient advised they would finish therapy with manual supplies. There was nothing unusual found during troubleshooting that would cause or contribute to the disconnection. There was no patient injury or medical intervention associated with this event. No additional information is available.